Event description:
The patient was in the clinic (B)(6) 2021 for a follow-up and they continued to have low flow alarms. Mean arterial pressure was 76 in the clinic. Patient stayed hydrated and was not on a diuretic. The doctor wanted to decrease the low flow limit to 2 lpm but after making adjustments to medication and fluids, the alarms resolved and the patient was discharged home. So it was decided to not move forward with adjusting the low flow limit. The patient returned to the clinic on (B)(6) 2021 with recurrent low flow alarms so the low flow software was installed in the system controller and the low flow threshold was lowered to 2.0.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported inflow conduit misalignment could not conclusively be established through this investigation. The evaluation of the submitted log files confirmed the reported low flow alarms, which the account indicated were caused by the inflow conduit misalignment. The controller event log files captured transient low flow fault flags, resulting in a total of 85 low flow hazard alarms on (B)(6) 2021. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended and operated at the set speed for the duration of the file. The remaining log files also captured low flow events. The controller and lvad periodic log files appeared to capture the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. The heartmate 3 instructions for use (IFU) explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. In addition, this IFU explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. This IFU and the heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in clinic with low flow alarms and was asymptomatic. Doppler was 104 and losartan was stopped and entresto started. Echocardiogram (echo) was done on (B)(6) 2021 and the pump speed was decreased to 4800rpm. Labs were drawn and there were no concerns. The log file captured low flow events on (B)(6) 2021 and there were a number of low flow flags which did not persist long enough to trigger a low flow alarm. These occurred at times when the pulsatility index (pi) was elevated. A swan-ganz right heart catheterization was performed and the patient was stable and hospitalized. On (B)(6) 2021, the cause of the low flow alarms was determined by transesophageal echocardiography (tee). The tee revealed that the inflow cannula was directed at and in close proximity to inferior/inferolateral walls. Volumes and mean arterial pressure were optimized. The low flow alarms did not resolve. Oral hydration was pushed/ intravenous fluids as well as increased antihypertensives. The low flow alarms resolved and the patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported inflow conduit misalignment, right heart failure, and regurgitation could not conclusively be established through this investigation. The evaluation of the submitted log files confirmed the reported low flow alarms, which the account indicated were caused by the inflow conduit misalignment. The controller event log files captured transient low flow fault flags, resulting in a total of 85 low flow hazard alarms on (B)(6) 2021. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended and operated at the set speed for the duration of the file. The remaining log files also captured low flow events. The controller and left ventricular assist device (lvad) periodic log files appeared to capture the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The most recent revision of the heartmate 3 lvas instructions for use (IFU). Section 1 of this IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the transesophageal echocardiography (tee) revealed an ejection fraction (ef) of 15-20% and mild to moderate right ventricle (rv) dysfunction. It was also noted that the aortic valve opened slightly with each cardiac cycle.